Event description:
Customer reports the following: "multiple ail alarms; while pump was infusing blood, nurse noted "pump problem" alarm. Nurse also noted that "blood had exploded from the cassette while loaded in the device". Had to go through 4 additional blood sets before they were able to get a set to infuse the blood on the patient. Delivery of blood was delayed due to these issues, but no harm was reported. Incident occurred overnight on (B)(6) 2023. 08/07/2023 additional info was reported: 1st unit - everything went perfect. 2nd unit of blood - made the "popping noise" then heard a "cracked" noise - pulling above the flow dial - the tubing cracked and blood was leaking. No actual explosion all priming by gravity no backpriming was done. It was all manual process in order to get the blood to distal end of tubing. Changed out tubing 2-3 times. Then didn't use the pump. Doesn't remember what happened specifically. Service needed alarm. Preliminary review indicates that this was a positive valve flow restriction, which delayed an active infusion. This is being reported due to the referenced technical issue; no adverse effects reported. More information is needed to complete the investigation.

Event description:
The pump was received for investigation. No error message displayed when device was powered on. Multiple sets were installed to the device and passed all basic hardware checks without failure. Could not reproduce positive flow valve restriction.